Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
It was reported that the vp4 could not pass through 5fr cook catheter. The physician reported that the device was stuck in tip of catheter.

Manufacturer narrative:
Additional information sections: d10, h2, h3, h6, h10. An event of the plug "not passing through" the competitor's catheter was reported. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however information from the field indicated that the catheter used was not one of the ones that is recommended in the instructions for use, but the catheter did meet the minimum internal diameter requirements for delivery of an amplatzer vascular plug 4.